Event description:
It was reported the right ventricular lead dislodged. When the physician attempted to reposition the right ventricular lead, the helix would not extend. The right ventricular lead was explanted and replaced. There were no patient consequences.